Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to reset the system and reevaluate the image which improved from missing half of the image to missing a small piece in the upper left field of view. The video cable from the camera to the workstation was reset and tested. The high voltage cables and the battery kit for the generator interface board were ordered and will be installed at a later date. No additional repair info is avail.

Event description:
The customer reported the system would not display a complete image. No pt injury was reported.